Manufacturer narrative:
The technician found bed scale was not zeroed prior to placing the patient in the bed, used error. The technician zeroed out the bed scale and in-serviced the account on the bed exit function to resolve the issue.

Event description:
The account alleged the bed exit is not setting. No patient impact.